Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that during a device interrogation it was noted that the implantable cardioverter defibrillator (ICD) had reached end of life (eol) after having been implanted for less than six years. The patient had been lost to follow up since implant. The ICD was subsequently explanted and no additional adverse patient effects were reported.